Event description:
Customer reported she was experiencing high blood glucose. Cannulas were bent and the device did not alarm. Troubleshooting was performed. Customer blood glucose was 267 mg/dl, treated with manual injections. Customer's symptoms, she felt like she was having a heart attack. Known settings were reviewed and were correct. Customer was unsure about bolus wizard and was informed to contact doctor. Customer did not want to continue troubleshooting because in the middle of call she was called to set up her appointment to see someone in person with regards of issue. Customer did state her blood glucose went up to 400 mg/dl and was going down. Customer assumes her high blood glucose was caused by the bent cannula. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.